Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during thoraco/esophagus procedure, he surgeon felt the seal of the device was not smooth and it was difficult to control the hand instrument. According to the reporter, during laparoscopic hand assisted sigmoid colectomy, the device was applied during the anastomosis of rectum and remaining bowel. But the issue occurred post-op when the patient developed bleeding at the anastomotic site. It was reported patient bled profusely from the rectum and dropped h/h within 12 hours of surgery. Classic anastomotic bleeding. This patient was not transfused. Endoscopy and cautery not performed. Drained and lengthened hospital stay to treat the temporary injury. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.